Manufacturer narrative:
H.6. Results code 1: 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications.

Manufacturer narrative:
The gore® dryseal flex sheath is being reported separately under case # (B)(4). According to the gore® tag® conformable thoracic stent graft with active control system instructions for use, adverse events which may require intervention and / or conversion to open repair include, but are not limited to: vascular trauma. Additionally it states materials required for device placement includes a gore® dryseal sheath.

Event description:
The following information was reported to gore: on (B)(6) 2020, this patient underwent endovascular treatment of an arch aortic aneurysm using a gore® tag® conformable thoracic stent graft with active control system (ctag ac). A gore® dryseal flex introducer sheath (dsf) for access via the left side. It was reported that the left external iliac artery (eia) was stenotic, calcified, and tortuous. A 24fr dsf was inserted but the dsf was not able to pass through the eia due to strong resistance. Pta ballooning for the stenosis was performed, but the dsf was still not able to pass through the eia, so it was removed. A 22fr dsf was then inserted and removed, and the 24fr dsf was inserted again, but the dsf was not able to pass through the eia. Therefore, a ctag ac was advanced without passing through the sheath from the middle of the left iliac artery. The ctag ac was deployed without reported issues. Access angiography revealed dissection in the left external iliac artery. A bare metal stent was deployed in the left external iliac artery. The patient tolerated the procedure. It was reported that the dissection was not observed when the 22fr sheath was removed. It was suggested that the dissection occurred when the 24fr sheath was reinserted. The physician stated as follows: although there was concern about the access route, I thought it was possible to pass through the 24fr dfs because the stenosis was localized. Since there was a common iliac aneurysm on the contralateral side, and I wanted to complete the procedure without changing the access route.